Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the flex joint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. The unit was installed onto a system and triggered error 32100 during normal mode startup. Visual inspection did not find any factor that could be related to the reported event. Fa identifies the brake assembly to be the probable root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they were encountering an issue with arm 4. Tse reviewed the logs and identified an error 32100 pointing the flex brake on arm 4. Tse guided customer to perform a hard power cycle with emergency power off (epo), no change. Caller stated that they needed 4 arms for the colectomy. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the flex joint. The system was tested and verified as ready for use. As of the date of this report, the flex joint has not yet been received by isi for evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.